Manufacturer narrative:
E1 - initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the severely tortuous and severely calcified common iliac artery. An 8.0 x 40, 135cm mustang balloon was advanced for dilation. However, during the third inflation at 15 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.